Event description:
It was reported that during a urological procedure, the adjustable locking cam was broken and the device could not be used. Another device was used to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.